Manufacturer narrative:
Upon visual inspection by a manufacturer service technician, blade whip was observed, causing the blade to pop out during cut testing. Upon disassembly, a loose drive link was identified as the probable cause for the reported blade whip.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.